Event description:
It was reported that the patient was scheduled for a full replacement for an unknown reason. The reason on the notes states that generator is being replaced due to short battery life and the lead is being replaced since it is likely to have failed. She reports that there are no details on the exact failure of the lead. No additional clarification was provided as the devices have been implanted over 10 years and likely have normal depletion and normal possible lead wear. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Information was received that the patient's device has been off since 2009. Patient had explant of device. Regarding the reported ¿failed lead¿ the physician noted that it is unknown if lead has failed. Impedances have been normal. X-ray normal.